Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic trauma case, it was observed that the small battery drive battery was dead. It was reported that there was a 2 to 3 minute delay in order to obtain the backup battery. It was reported that the case was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it did not hold a charge. It was determined that there was no evidence of customer abuse; however, the battery was dead and the fuse was blown. It was determined that the devcie had been connected to a device that had a short circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.